Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported tip separation appears to be related to circumstances of the procedure. A conclusive cause for the reported difficult to advance/position and difficult to remove (guide wire resistance) could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery with heavy calcification and mild tortuosity. An unspecified guide wire was advanced to the target lesion. Then a 2.75 x 18 mm vision stent delivery system (sds) was advancing over the guide wire; however, resistance met with the guide wire. Therefore, the sds retracted back with resistance when the tip became separated outside the patient¿s anatomy. The detached tip and the remainder of the sds was removed from the guide wire. Another 2.75 x 18 mm vision sds was advanced with the same guide wire. The target lesion was successfully treated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.